Event description:
It was reported that patient was admitted to the hospital due to "an infection". Patient was scheduled for a refill the next day, but was now in the hospital. Healthcare provider (hcp) was considering either refilling the patient's pump or substituting an oral equivalent and at the time was to find the dose for the patient and contact a medical consultant. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was later reported that patient had persistent fevers due to infection; csf (cerebrospinal fluid) studies, +wbc (white blood cells) were reported. The entire pump system was explanted. Drug delivered via the device was compounded baclofen. Patient recovered without sequela.

Manufacturer narrative:
Catheter model: 8709sc, lot #: n256275001, implanted on: (B)(6) 2011, explanted on: unk.